Manufacturer narrative:
(B)(4). Additional information received: can you please provide more event details? The device fired and staples deployed on the patient side. Specimen side did not staple was discarded. Were staples missing or not visible after being deployed? Missing from the specimen side. If staples did deploy what was the appearance of the staples? (B-formation, irregular, legs straight)? Yes. If the tissue was not stapled, but cut how was the transected tissue managed? The tissue was on the specimen side. It was discarded. Investigation summary: upon visual inspection of five photos, the following was observed: the photos from first to fourth show a gold reload from top view. The right side of reload was noted to be fully fired and the left side of reload is partially fired 1/16. The fifth photo shows tissue on the hands of user from top view and the staple line appears to be incomplete. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a gastric sleeve procedure when the device was fired, only one side of the reload deployed. A second like reload was used to complete the procedure with no patient consequences reported.